Manufacturer narrative:
There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that this left ventricular lead dislodged the same day it was implanted. The lead was repostioned. No additional adverse patient effects have been reported. All available information indicates that the lead remains in service.